Manufacturer narrative:
(B)(4). The device has been received. The investigation is not yet complete. A follow-up report will be submitted upon completion.

Event description:
Patient's mom contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, the patient's receiver did not alert the mother at the time the patient was experiencing a low blood glucose (bg) level. The patient was sleeping at the time when patient's mother checked on him during the night and noticed that the receiver, had a low bg reading of 37mg/dl. Patient's mother woke up patient and had him drink 2 juices. Patient is reported to be good. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was externally visually inspected and no defect was found. A review of the downloaded receiver log did not find any issues related to the customer complaint. Functional testing and a manual drop test for intermittency was performed and the tests failed. The receiver case was opened for further evaluation. A visual interior inspection was performed and the inspection passed. A speaker resistance test was performed and confirmed the reported event of no audio output. The root cause was determined to be a defective speaker assembly.